Manufacturer narrative:
Date of event: exact date unknown, event occurred over three months after the patient was implanted. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075952.

Event description:
It was reported that the patient was experiencing intense pain. X-ray was taken and showed that both leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by medical facility.